Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be stretched and flattened, resulting in the length of the soft cannula measuring above specification. The external portion of the soft cannula was also found to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g996usqsjhzaa. Hardware: sm-g996u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 400 mg/dl after approximately 24-36 hours of pod wear on the leg. Upon pod removal, the patient reported observing insulin leaking. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, and a damaged cannula was identified.